Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: bmw 0.014x300, stiff amplatz cook 0.035x260, stiff terumo 0.035x260; sheath: 5f terumo, 6fr long destination; dilatation: viatrac (5.0x20, 6.0x20); stent: xact. The xact stent is being filed under a separate manufacturer report number. Device evaluation: the device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be performed, as there is no indication of a product quality deficiency with respect to manufacturing, design, or labeling. A conclusive cause for the reported patient effects, and the relationship to the product, cannot be determined.

Manufacturer narrative:
(B)(4). Date correction.

Event description:
It was reported that during the procedure in an unspecified vessel, as planned, 5000 ui of heparin medication was administered to the patient. After implantation of an xact freestyle carotid stent, a thrombus was noted just above the emboshield nav6 embolic protection filter. Post-dilatation was performed using a viatrac peripheral dilatation catheter, then the nav6 filter was withdrawn. A subsequent angiographic image confirmed that a large thrombus was present and that blood was not flowing to the vertebral artery; the thrombus caused a stroke. The patient did not respond to voice and pain stimuli. The thrombus was not treated, and the patient was subsequently intubated, then expired 6 hours post-procedure due to the cerebral vascular accident (stroke). The physician reported that the devices were used successfully and were not the cause of patient death; although 5000 ui of heparin was administered, the death is reportedly related to unintentional underdosing of anticoagulant for the patient administered during the procedure. There was not a clinically significant delay in completing the procedure. Though requested, no additional information was provided.